Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-other-screws-unk; p/n: unk, l/n: unk, kne-other-bearings-unk; p/n: unk, l/n: unk, kne-other-femorals-unk; p/n: unk, l/n: unk, kne-other-tibial trays-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient had two procedures due to screw becoming loose. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.